Event description:
End user reported that the legs on his (B)(4) I-fit shower chair have bowed out. User stated that he didn't fall all the way to the ground, but he twisted his ankle and had to seek medical intervention. His ankle is not broken, but is badly sprained.